Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for the potentially associated lot number gd893446, gd893735 and gd893560. No exceptions were observed that were related to the reported condition.

Event description:
(B)(4). This is report 2 of 3. This is a report of peritonitis is a patient coincident with dianeal therapy for peritoneal dialysis (pd). The patient experienced peritonitis and was hospitalized the same day. The cause of peritonitis was unknown. The patient was treated with a "peritonitis protocol" (specifics not reported). The patient was discharged from the hospital the next day. Dianeal therapy was ongoing. The patient was recovering from this peritonitis event.